Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd intima-ii¿ closed IV catheter system tube was blocked during use when placing the needle in the patient, and the catheter was found broken in the middle "near the root" when pulling it out. The following information was provided by the initial reporter, translated from (B)(6) to english: "the indwelling needle was placed on the fifth day, and the tube was blocked. Therefore, the product was pulled out, and the catheter was found to be broken. The broken point was at the middle of the catheter near the root, about two third distance till the root, and there was no harm to the patient for now."

Manufacturer narrative:
H.6: investigation summary: a device history review was conducted for lot number 9050893. Our records show that this is the only instance of this issue occurring in this production batch. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. Although photos were submitted for evaluation, they did not display the failure mode clearly enough to identify the root cause. Functional testing of the retention sample found this lot to resist a pulling force in accordance with product specifications. Without the ability to investigate the affected unit our quality engineers were unable to determine the root cause for this complaint. Bd will continue to monitor this issue and encourages you to submit your sample for review.

Event description:
It was reported that the bd intima-ii¿ closed IV catheter system tube was blocked during use when placing the needle in the patient, and the catheter was found broken in the middle "near the root" when pulling it out. The following information was provided by the initial reporter, translated from chinese to english: "the indwelling needle was placed on the fifth day, and the tube was blocked. Therefore, the product was pulled out, and the catheter was found to be broken. The broken point was at the middle of the catheter near the root, about two third distance till the root, and there was no harm to the patient for now."